Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third-party service center. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. Debris on lcd screen, scratched ui pannel and error code was observed. In addition, the device was scrapped.